Event description:
It was reported that the atrial setscrew was unable to tighten during implant. The atrial screw would not ratchet. The device was replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of difficulty tightening setscrew was confirmed in the laboratory. The upper part of the atrial hex inset was stripped and excessive medical adhesive inside the atrial hex inset was found. After removal of the medical adhesive the atrial setscrew could be retracted and retightened. The excessive medical adhesive was added during mfg.